Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into a patient's eye but the surgeon could not position it correctly. The lens was removed and replaced with another lens. Reportedly the surgery was completed successfully. No further information was provided.

Manufacturer narrative:
Corrected data: the MDR was filed inadvertently. In review of the file, the event has been determined not to be a reportable malfunction as initially reported. Further review of the file determined that the lens was removed and replaced during the same surgical procedure. All pertinent information available to abbott medical optics has been submitted.